Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the bilateral shoulder arthralgia cannot be ruled out. Arthralgia was reported with optune gio device use in the ef-14 trial (ef-11 0% and 9% ef-14 optune arm).

Event description:
A 54-year-old female patient with anaplastic astrocytoma, who grade IV, started optune gio therapy on (B)(6) 2023. During the review of medical records received by novocure on march 26, 2025, it was noted that, during an oncology appointment on (B)(6) 2025, the patient reported experiencing bilateral shoulder pain, right greater than left, since (B)(6) 2023. She had been prescribed occupational therapy (ot) to address the issue. The skilled ot included therapeutic exercises aimed at enhancing functional independence and alleviating pain. Notably, since the discontinuation of optune gio therapy, the patient reported improvement in the bilateral shoulder pain, which the patient associated with the absence of the device's weight. Attempts to contact the prescribing physician for further details were made, but no response was received.